Manufacturer narrative:
This was initially reported on the summary report dated december 23, 2014. (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced worsening of stress incontinence, scarring and bladder perforation. It was also reported that the plaintiff underwent a removal surgery. The device was completely explanted. Furthermore, it was reported that the plaintiff died. The cause of death reported was cardiac arrest, respiratory failure and septic shock. Related to manufacturer report #s: 2183959-2014-73096 , 2183959-2014-73078.